Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation (pvi) procedure, the faradrive steerable sheath clear was selected for use. Following pulse field ablation (pfa) of the right superior pulmonary vein (rspv), saline was observed dripping from between the sheath knob and handle during aspiration. This leak observation ceased after the ablation of the right inferior pulmonary vein (ripv). The procedure was completed successfully with the original device without any patient complications. The sheath is expected to be returned for analysis.

Event description:
During a pulmonary vein isolation (pvi) procedure, the faradrive steerable sheath clear was selected for use. Following pulse field ablation (pfa) of the right superior pulmonary vein (rspv), saline was observed dripping from between the sheath knob and handle during aspiration. This leak observation ceased after the ablation of the right inferior pulmonary vein (ripv). The procedure was completed successfully with the original device without any patient complications. The sheath was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.